Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that: it was reported that a zero-p implant (04.617.129s) was loose and decoupled three times intraoperatively. The procedure was able to be completed with an alternate device after a five minute surgical delay; no reported patient harm. The returned device was received disassembled; both the plate and spacer were examined and found to be intact and without identifiable defect. The pair could be reassembled and was found to form a secure construct as intended. The complaint is unconfirmed as the complaint condition of fell apart was unable to be replicated. No definitive root cause was able to be determined. Relevant drawings for the returned implant were reviewed (both from the time of manufacture and present revision) top-level. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No dimensional analysis is applicable as the complaint is unconfirmed. A device history review was performed for the returned implant¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, drawing review and device history review were performed as part of this investigation. No product design issues or discrepancies were observed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight not available for reporting. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Subject device has been received and is currently in the evaluation process. DHR review was completed. Manufacturing location: (B)(4). Manufacturing date: 16 july 2008. Expiry date: 01 july 2018. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a zero-p implant was noticed to be loose and came apart before it was attached to the implant holder. The surgical staff put it back together, and the biologic was added in the lumen. It was handed to the surgeon, and implanted in the patient. It came apart again. It was then removed, reassembled, re-implanted in the patient, and again the device came apart. The device was removed and another identical device was used. There was a reported surgical delay of five minutes related to trying to manipulate the device to get it to function properly. No fragments were involved. Additional x-rays were not required. The procedure was completed successfully with the patient in stable condition. This report is for one (1) zero-p implant 9 mm height lordotic. This is report 1 of 1 for (B)(4).